Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: 7023161.

Event description:
It was reported that the patients lead extension site protruded and caused pain. There was no skin breakage. The lead extensions were explanted and discarded.